Event description:
According to limited infomation, bioglue surgical adhesive was used on the external surface of the heart during replacement of an aortic valve (type of procedure is unknown). According to the report, bioglue surgical adhesive was found in the brain tissue (specific location unknown) upon autopsy. Additional info about the pt and the event has not been provided to the MFR to date. No further info is available and is also not anticipated.